Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a twist occurred. The procedure was completed with another of the same device. No patient injury was reported.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a twist occurred. The procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted and the catheter was returned without the hub.